Event description:
It was reported that shortly after a non-device-related procedure, where monopolar diathermia may have been used, the patients spinal cord stimulation (scs) implantable pulse generator (ipg) no longer communicated with other devices. The patient underwent an ipg explant procedure. There were no reported complications postoperatively.

Manufacturer narrative:
The ipg was returned for analysis. Communication could not be established with a known good remote control (rc) or clinician programmer (cp) after multiple charge attempts. Therefore, the data logs could not be retrieved or analyzed, and no functional testing could be performed. The ipg was then cut open, and internal electrical measurements revealed excessive sleep current and low resistance of a node where high resistance was expected, which confirms that the application-specific integrated circuit (asic) chip was damaged. This damage is typically caused by the ipg exposure to external high voltage, high current transient sources. A labeling review was performed, and it did not reveal any anomalies as it states medical therapies or procedures may turn stimulation off or may cause permanent damage to the stimulator, particularly if used in close proximity to the device; these procedures include lithotripsy, electrocautery, external defibrillation, radiation therapy, ultrasonic scanning, high-output ultrasound, x-ray and CT scans. X-ray and CT scans are unlikely to damage the stimulator if stimulation is turned off. The event was confirmed. Based on the labeling review, objective evidence from the field and testing of the returned device, engineers concluded that the ipg was likely damaged unintentionally during a prior non-device related procedure where monopolar diathermy was used.

Event description:
It was reported that shortly after a non-device-related procedure, where monopolar diathermia may have been used, the patients spinal cord stimulation (scs) implantable pulse generator (ipg) no longer communicated with other devices. The patient underwent an ipg explant procedure. There were no reported complications postoperatively.